Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a proximal type I endoleak. It was reported that the patient had a re-intervention. After the left carotid artery to left subclavian artery pass was performed a 44/44/150 valiant captivia stent graft was implanted. Post angiogram demonstrated that the type ia endoleak was not resolved. A reliant balloon was gently inflated and the leak showed slight improvement. The patient tolerated the procedure without any incidents. The physician will continue to monitor the patient. The physician stated that the type ia endoleak was most likely caused by disease progression and uncontrolled hypertension.